Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sudden sustained decrease in estimated flow and power consumption starting on (B)(6) 2017 at approximately 15:29 to parameters below normal operation. No alarms have been logged in the last 14 days of available data up to (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at inflow cannula/outflow graft, kink in the outflow graft. Based onthe risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at inflow cannula/outflow graft, kink in the outflow graft. Based on the available information, clinical factors that may have contributed to the reported event include the patient¿s past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the site discarded the device.

Manufacturer narrative:
Additional information received indicates that laboratory and imaging results associated with this event are not available. The patient is reported to have undergone pump exchange on (B)(6) 2017. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The pump is a fixed speed system and estimates blood flow rate using electrical current, impeller speed and blood viscosity. Viscosity is calculated from the patient's hematocrit. To obtain the most accurate estimate of blood flow, the patient's hematocrit must be entered into the monitor. The instructions for use (IFU) outlines the setting of the patient's hematocrit based on a blood sample and adjustments to the hematocrit setting. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed a low flow alarm associated with decreased power consumption. The event was not associated with hematuria but laboratory results revealed an elevated lactate dehydrogenase (ldh) level. The patient did not have any neurological dysfunction. The site reported that this had been confirmed through a review of the controller log files. The patient's medical team initially declined to do a computerized tomography (CT) scan since they felt that the patient was not a candidate for thrombolysis or for pump exchange. After further review, the medical team opted to do an off-pump device exchange via a thoracotomy approach with the outflow graft anastomosed to the descending aorta. No further information was provided.